Event description:
Patient presented with pre-existing iliac stents and very challenging anatomy with a complex distal aaa. Pre-existing stents and native vessels were attempted to be predilated with 10x4 balloons. A bifurcated device was introduced, however, it could not be advanced beyond the level of the iliacs and the pre-existing stents continued to interfere with the device. After several hours of manipulation, the physician advanced the inner core without the sheath. This was not successful, and damaged the device. In attempting to finally remove the device, the physician inadvertently deployed the main body. Conversion was required.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. User interface (use of device contrary to the approved labeling) and operational context contributed to the device damage and event.